Event description:
It was reported that asymptomatic patient was presented to emergency room after patient notifier was triggered due to post paced t wave oversensing without therapy. It was recommended to reprogram the device for ventricular post paced threshold and ventricular post paced delay. It was also recommended to do an induction test with new settings. The device remains implanted.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.